Event description:
Received one device. The customer reported issue was able to be replicated through latch lock test. The cause of the reported issue was flex sensor. It was reported that there was a locking mechanism issue. There was no patient involvement.

Manufacturer narrative:
Received one device. The customer reported issue was locking mechanism issue. The customer reported issue was able to be replicated through latch lock test. The cause of the reported issue was flex sensor is unresponsive when unit is locked. Upon further investigation, found downstream occlusion sensor (dso) seal delaminated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.